Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they had experienced diabetic keto acidosis. Blood glucose level at the time of incident was unknown. It was unknown whether the auto mode was active or not at the time of incident. Customer reported insulin flow block alarm. The insulin pump will not be returned for analysis.